Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a lesion with 90 percent stenosis degree in a mildly tortuous part of the mid rca. Despite pre-dilatation, the lesion could not be passed with the device. A stent of another brand was used to complete the intervention.

Manufacturer narrative:
Combination product: yes, the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided still images from the angiogram were reviewed. The technical investigation of the returned device showed that the balloon is still well folded and shows no signs of inflation. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. Only still images were provided by the local staff . The images shows the target lesion before and after pre-dilation, followed by an image of the implanted onyx stent. The complaint event itself is not visible. The images from the angiogram does therefore not provide further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a lesion with 90 percent stenosis degree in a mildly tortuous part of the mid rca. Despite pre-dilatation, the lesion could not be passed with the device. A stent of another brand was used to complete the intervention.